Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer stated that the unit is not alarming.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was the sieve beds were saturated causing no o2 output. However, there was no indication of a failure of the alarms to function, so the original complaint issue of the unit not alarming was not confirmed.

Event description:
Consumer stated that the unit is not alarming.